Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 pro synchron chemistry analyzer generated a false low sodium (na) result of 145 mmol/l. The erroneous result was not reported out of the laboratory. When the sample failed delta check, it was repeated with a na result of 151 mmol/l. The final reported result was 149 mmol/l. The customer stated that patient treatment was not affected as a result of the false na result.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the electrolyte injection cup (eic) valves and cleaned the flowcell. The fse verified performance prior to returning it into service. (B)(4).